Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00583, 2134265-2017-00584, 2134265-2017-00585. It was reported that hypotension occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After sufficient pre-dilation was performed with a 2.5x15 maverick and 2.5x15 nc emerge balloon catheters, a 2.75x16mm synergy¿ drug-eluting stent was advanced in the distal lad and deployed, but the patient's blood pressure dropped. After an intra-aortic balloon pump was inserted, a 3.0x28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, dissection was noticed in the left main (lm) artery and the patient's condition worsened. A 3.5x38mm synergy¿ drug-eluting stent was advanced into the lm but the stent struts were damaged by the guidezilla guide extension catheter. Another 3.5x38mm synergy¿ drug-eluting stent was selected for use but the stent was stretched when the stent protector was removed outside of the patient and therefore the device was not attempted. A 3.5x38 non-bsc stent was implanted and angiogram was performed, but the stent was missing in the mid to proximal lad so another 3.5x38 non bsc stent was implanted. The procedure was completed. No further patient complications were reported and the patient's status was good.